Event description:
As reported by the user facility (translation of user facility info by (B)(4)): overinfusion: (B)(6) reported that the b. Braun infusomat during clinical use over infused (+20ml) on the (B)(6) at 11am.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The device is currently on shipping from (B)(6) to bbm lab in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.